Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from november 03, 2014 to november 04, 2014. The device evaluation was completed to investigate the reported event. Visual inspection revealed the bladder to be ruptured. Further microscopic inspection located a marking on the exterior surface of the bladder near the rupture line. Therefore, the reported condition was verified through evaluation. However, the cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor ruptured. This was observed while filling the device with an unspecified drug; filling was done manually with syringe. There was no patient involvement. No additional information is available.